Manufacturer narrative:
Multiple patient involved in the study. This report is for an unk - washers/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implant date is unknown. (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. DHR cannot be completed because lot number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: nicandri g., klineberg e., wahl c., mills w.(2008),treatment of posterior cruciate ligament tibial avulsion fractures through a modified open posterior approach: operative technique and 12- to 48-month outcomes, journal of orthopaedic trauma, volume 22,number 5, pages 317¿324 (USA). This retrospective study aims to outline the approach and to describe the clinical and functional outcomes following the method of direct open treatment of tibial pcl avulsion fractures. From march 4, 2000 to may 8, 2003, a total of 16 cases who were treated using a modified open posterior approach were included in the study. Out of these patients, 10 patients (3 females and 7 males) with mean age of 33 years (range 14¿62) were available for follow up at least 1 year after fixation of their pcl tibial avulsion fractures through a modified open approach. Fragments were fixed with a fully threaded cortical screw and washer (synthes USA, west chester, pa) using the lag technique of overdrilling the near cortex to achieve compression. The size of the screw used varied between 3.5, 4.5, and 6.5 millimeters, depending on the size of the avulsed fragment. In general, patients were assessed clinically at 2 weeks, and clinically and radiographically at 6 weeks, 3 months, 6 months, and 1 year. The average follow up period was 28 months (range 12¿48). The following complications were reported as follows: a case of a (B)(6) year old male who underwent fixation using a 6.5 lag screw and washer with secondary fiberwire stabilization fixed to 4.5 mm screw post developed arthrofibrosis at 12 months follow-up. He continues to wear an acl brace and has elected not to undergo acl reconstruction because he does not feel he has symptoms of instability. A case of a (B)(6) year-old male, who was lost to follow-up at 10 months was identified, fixed with 4.5 lag screw and washer, 3.5 lag screw and washer. At 6 months post injury, he had developed brooker grade IV heterotopic ossification at his hip with severely limited hip rom; his knee rom was 10 to 95 degrees at the time as well. He underwent resection of his heterotopic bone, as well as manipulation of his knee under anesthesia and had postoperative hip radiation. He had arthrofibrosis as a complication. This report is for an unknown synthes threaded cortical screw and washer. This is report 3 of 8 for (B)(4).